Event description:
The pt received a permanent scs lead during her trial procedure (perm-trial). It was reported during the pt's permanent procedure (to implant the scs ipg), fluid was found in the lead tail in addition to visual compromise at the lead tail site. Subsequently, the lead was explanted and replaced. Follow-up identified the pt is receiving effective stimulation and is "doing fine".

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.